Manufacturer narrative:
(B)(4). Date sent: 5/29/2026 d4: batch # a98d0h investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received without any visible damage to its external components. Additionally, the opened packaging was returned with the instrument. To replicate the reported issue, the device underwent functional testing. During evaluation, it was observed that the clips failed to advance into the jaws upon subsequent trigger actuations. To further assess the condition of the internal components, the device was disassembled. Inspection revealed that the feed link was broken, which caused the feeding issue. Additionally, eleven (11) clips were found remaining within the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98d0h number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? Did the clip not hold on the vessel or tissue once placed? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clips couldn't be fired out. No patient consequences were reported.